Event description:
Device report from synthes reports an event in japan as follows: it was reported that on an unknown date, the patient underwent open reduction/internal fixation surgery for a distal femoral fracture with the lcp drill sleeve. On (B)(6) 2023, a distal femur plate was removed and re-fixed. The reason for the removal is unknown. A distal and diaphyseal skin incision was made with minimally invasive plate osteosynthesis (mipo), and the plate was to be slid out through the distal skin incision after screw removal. However, the plate did not slide properly, so the surgeon attached a drill sleeve to the plate shaft and used it as a handle to operate the slide. As a result, the tip of the drill sleeve broke off and remained in the threaded portion of the plate. The plate was then removed, and the fragments were checked against the drill sleeve to confirm that all fragments were removed from the patient¿s body. The surgeon also confirmed by x-ray that no fragments were left in the body. This report involves one 4.3mm threaded lcp(tm) drill guide. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1 initial reporter facility name: (B)(6) medical center. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the threaded end was broken. The broken fragment was not returned for evaluation. Based on the observed condition of the returned device, the investigation was able to confirm the reported event. No other problem identified. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp drill sleeve 5 f/drill bits ø4.3 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 323.042 lot: 9786004 manufacturing site: werk hagendorf supplier: na release to warehouse date: 08 feb 2016 expiration date:na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.